Event description:
It was reported a patient enrolled in the (B)(6) study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.